Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 75 mg/dl. Customer stated the drive support cap appears normal. Customer was able to successfully clear the alarm however unable to complete pump rewind. Customer stated that insulin pump had not been exposed to high magnetic field. Customer stated that belt clip had cracked. The device will be returned for analysis.